Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24124. The pt has two scs systems, and it is undetermined which of the systems is causing the pt's pain at the ipg site. All possible devices are being reported. It was reported the pt experiences pain over her scs ipg site. No additional info is available at this time. The next course of action has not been determined at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.